Manufacturer narrative:
Date of report : 05jun2019, date rec¿d by MFR :30apr2019. The customer reported replacing the oxygen manifold and data acquisition board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The proximal pressure lines and machine lines were reversed. The customer corrected the lines to correct the 1009 error. The customer connected the oxygen to the wall pressure and verified the supply pressure. When the customer disconnected the wall supply, it was noted that the pressure leaked down rapidly. The fse recommended that the customer perform high pressure leak test to determine the source of the leak. The fse also recommended that the customer replace the data acquisition board and the oxygen manifold to correct the oxygen alarms.

Event description:
It was reported that the unit declared multiple intermittent oxygen supply and low oxygen alarms. The unit also declared an error 1009 (pressure regulation high). There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
MFR received date: 27aug2019. The part was returned for failure investigation. No fault was found. Analysis was unable to replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.